Event description:
It was reported that (1) tsg45 device was used during a thoracoscopy procedure. It was reported by the rep that the tsg45 did not fire correctly during a thoracoscopy. The surgeon was unable to use the product in a normal fashion after the first firing. Another stapler was used to complete the case. There was no consequence to the pt.